Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported failure. It was observed that the device would not complete a charge cycle but would switch off and start again. The third-party service agent installed a new battery in the device. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
It was reported to physio-control that the battery in the customer's device went to a very low state of charge afer the 3:00 am self-test. The device could be powered on, but gave a beep signal. From the downloaded device data is was observed that the battery charge level dropped from 3186 mah to 0 (zero) between (B)(6) 2014. There was no patient use associated with the reported event.